Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their stimulation wouldn't turn off or increase. Patient said they didn't charge their implant and turned their stimulation off for almost 2 weeks, but the stimulation still buzzed and the battery showed the orange line even with the stimulation off. Patient then tried to increase their stimulation, but they could go all the way up to 1.5 on each program but it didn't feel like the stimulation was increasing. Patient confirmed they were not getting a message that the stimulation couldn't be increased, but just the numbers that go up on their reader did not feel like it made a difference. The issue had been going on for at least 2 months. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent provided patient with national answering service (nas) phone number for healthcare provider office to call if needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.